Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause skin swelling and no issues were found. The exact cause of the reported skin condition could not be conclusively determined. The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be flattened, stretched and damage which caused the soft cannula to measure out of specification. A tear was found in the unexposed portion of the soft cannula. It was concluded that the observed damage to the exposed portion also caused the damage to the unexposed portion. Fluid diverted through the tear causing a leak along the fluid path. No indication of fluid ingress was observed inside the device. The timing and cause of the damage could not be conclusively determined. It could not be determined if the soft cannula damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 350 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod (completed 04-may-2026) found the cannula to be bent and damaged. The device was originally reported on (B)(6) 2026 for causing skin swelling at the infusion site and the patient being unsure if insulin was being delivered.